Event description:
Rupture of left mammary implant. (Probable heyer-schulte implant - implanted in 1975. Heyer-schulte bought out by mentor in 1984. If pre-1984, do not report to mentor. No known number for heyer-schulte.